Event description:
The customer reported that the system did not have a dose indicator. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep found that the dose indicator needs to be replaced.